Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they experienced low blood glucose. The customer¿s blood glucose level was 24.6 mg/dl at the time of incident. Blood glucose level at the time of call was 17.3 mg/dl. The customer did not experienced any symptoms of high blood glucose event. The customer was treated low blood glucose with inpen. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged that insulin pump was under delivering insulin. Customer used auto mode at the time of incident. Troubleshooting was performed. The device will not be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
Retainer ring=black. On april 23, 2022 the device was returned due to customer allegation to device under delivering causing low/high blood glucose. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus. Unable to upload carelink due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped with a test electric boards with the unit booting up properly. Force sensor zero offset within specification [23.1mv]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Unable to verify possible under delivery anomaly due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed. Problem isolated to electric boards. Unable to download history files and traces confirmed. Unable to verify customer alleged for high/low blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.